Event description:
It was reported that when opening the foley catheter, the tip of the catheter was bent link a chimney. Per additional information via email from ibc on 01may2024, it was stated that patient not involved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported event was confirmed cause unknown. A root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect setup. However, there was insufficient information to confirm this potential root cause. Five photos were received for evaluation. The first photo shows the drainage bag and foley catheter. The second, third and fourth photo show only the foley catheter, evidencing the bend tip and the catheter lot number nggy5077. The last photo shows the tray label. It was also received 1 two-way foley catheter attached to the drainage bag with bent tip. This does not meet the specification as per "tips should be straight with respect to tube, transition between tube and tip should be smooth according to visual aid." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "directions for use 1. Method of use (1) cleanse the area around the external urethral meatus with the packaged cotton balls immersed in the antiseptics. (2) lubricate the catheter shaft with the lubricant jelly. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (5) to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered. " h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when opening the foley catheter, the tip of the catheter was bent like a chimney. Per additional information via email from ibc on 01may2024, it was stated that patient not involved.